Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). One used introcan safety 3-w pur 20g 1.1x25mm-us without packaging and one introcan safety 3-w pur 20g 1.1x25mm-us in unopened package were received for evaluation. The samples and all available info were forwarded to the actual manufacturer, b. Braun (B)(4). They visually examined the samples and it was observed that the safety clip was not activated on the tip of the cannula on the used, opened sample. No other abnormalities was noted on the returned samples. The batch manufacturing record was reviewed for the reported lot and there were no defects of this nature noted during final control inspection. The manufacturer's investigation is ongoing at this time. A follow up report will be submitted when the results become available.